Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9812, model: 101-9812, serial: no information, batch: no information.

Event description:
It was reported that the patient was not receiving adequate pain relief and therefore underwent a surgical procedure to remove the superion indirect decompression systems.